Event description:
Medtronic received a report that during the procedure, solitaire fr stent encountered resistance in the distal catheter when advancing, preventing it from reaching the lesion. The product was replaced with a non-medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing an emergency thrombectomy surgery for treatment of an ischemic stroke in the m1 location. It was noted the patient's vessel tortuosity was normal. The patient's baseline modified rankin score (mrs) was 2 and was 2 post-procedure. The national institutes of health stroke scale (nihss) score improved, decreasing from baseline score of 16 to 7 post-procedure. The thrombolysis in cerebral infarction (tici) score also improved from 1b at baseline to 2b post-procedure. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated in this case. The procedure involved one pass with the device. The stroke onset to reperfusion time was 95. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Product analysis: as found condition: the solitaire fr 4-20 pusher wire was returned for analysis inside a clear sealed biohazard plastic pouch and a shipping box. The solitaire stent was not returned. The catheter was not returned, and the model and size were not reported; therefore, any catheter-related issues, including compatibility, could not be determined. Damaged location details: the solitaire fr 4-20 inner pusher wire was observed to be damaged at the detachment zone. The marker coil was in good condition. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 4-20 stent device could not be used for in-house resistance testing. External testing: the solitaire fr 4-20 inner pusher wire broken end was sent for scanning electron microscopy (sem) failure analysis testing. The sem test indicated that the broken end exhibits fracture features consistent with tensile overload failure. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery¿ report was confirmed, as the returned solitaire fr 4-20 stent device was observed, with the pusher inner wire broken at the detachment zone. According to the scanning electron microscopy (sem) test result, the inner wire of the pusher had broken due to tensile overload. It is likely caused by advancing/retrieving the solitaire device against resistance. Possible causes of resistance include, but are not limited to, an incompatible/damaged catheter, patient vessel tortuosity, stent damage, or a lack of continuous saline/heparinized saline during the procedure. In this event, the customer reported that the vessel tortuosity was normal, which rules out patient vessel tortuosity as a potential cause. Therefore, an incompatible/damaged catheter, stent damage, or a lack of continuous saline/heparinized saline during the procedure could have contributed to the resistance complaint. Since the catheter was not returned, and the model and size were not reported, any catheter-related issues, including compatibility, could not be assessed. However, the cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.